Event description:
It was reported that pump touchscreen became frozen and would not respond, so customer was unable to interact with pump screen. There was no reported adverse impact to the customer¿s blood glucose level. Customer attempted a pump reset with guidance from technical support, but screen remained unresponsive, so pump replacement was arranged and customer planned to continue using current pump until replacement arrived.